Event description:
It was reported that an asymptomatic patient presented in hospital during post implant follow up, post-paced t-wave oversensing was observed. The patient did not receive therapy. Programming changes to the device were recommended. The physician chose to leave the settings as they were.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.